Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken clamp was confirmed and reproduced during product evaluation. This condition was caused by a crack in the door latch. The door latch was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of clamp broken. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.